Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a surgical procedure, the handpiece got very hot and the tip of the bur broke. It was also reported that there were no adverse consequences as a result of this event.

Manufacturer narrative:
Part number updated from unknown to 8470107030dc. The quality investigation is complete. Device not returned.

Event description:
It was reported that during a surgical procedure, the handpiece got very hot and the tip of the bur broke. It was also reported that there were no adverse consequences as a result of this event. It was subsequently reported that there was a five to ten minute delay as a result of this event. The procedure was a minimally invasive spine procedure.